Event description:
It was reported that on (B)(6) 2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resitune, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. The patient underwent water vapor therapy on an unspecified date. On (B)(6) 2022, unknown days following the procedure, the patient presented with prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The event has not resolved. No additional information is available at the moment.

Event description:
It was reported that on (B)(6) 2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resitune, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. On (B)(6) 2022 the patient underwent a water vapor therapy procedure at which time he was given the following treatments: 3 treatments in the right lobe, 0 treatments in the left lobe, 1 treatment in the median lobe, 3 treatments in the cz and 0 treatments in the ipp. During the procedure there were no adverse events or device observations noted. The procedure was completed without complications. The patent was discharged with an indwelling catheter. On (B)(6) 2022, eight days following the procedure, the patient presented with prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The indwelling catheter was later removed by the physician in the hospital on (B)(6) 2022. The prostatitis has not resolved and no additional information was available. Information received later stated that as of (B)(6) 2022 the event was considered resolved.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of inflammation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of inflammation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that on (B)(6)2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resitune, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. On (B)(6) 2022 the patient underwent a water vapor therapy procedure at which time he was given the following treatments: 3 treatments in the right lobe, 0 treatments in the left lobe, 1 treatment in the median lobe, 3 treatments in the cz and 0 treatments in the ipp. During the procedure there were no adverse events or device observations noted. The procedure was completed without complications. The patent was discharged with an indwelling catheter. On (B)(6) 2022, eight days following the procedure, the patient presented with prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The indwelling catheter was later removed by the physician in the hospital on (B)(6)2022. The prostatitis has not resolved and no additional information was available.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms of inflammation and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that on 04jan2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resitune, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on 07jan2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. On 14feb2022 the patient underwent a water vapor therapy procedure at which time he was given the following treatments: 3 treatments in the right lobe, 0 treatments in the left lobe, 1 treatment in the median lobe, 3 treatments in the cz and 0 treatments in the ipp. During the procedure there were no adverse events or device observations noted. The procedure was completed without complications. The patent was discharged with an indwelling catheter. On 22feb2022, eight days following the procedure, the patient presented with prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The indwelling catheter was later removed by the physician in the hospital on 28feb2022. The prostatitis has not resolved and no additional information was available. Information received later stated that as of 03apr2022 the event was considered resolved. Additional information received states on 28jan2023, 348 days following the procedure, the patient presented with urinary incontinence. No action has been taken to treat the incontinence and the event is considered not resolved.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of inflammation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resitune, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. On (B)(6) 2022 the patient underwent a water vapor therapy procedure at which time he was given the following treatments: 3 treatments in the right lobe, 0 treatments in the left lobe, 1 treatment in the median lobe, 3 treatments in the cz and 0 treatments in the ipp. During the procedure there were no adverse events or device observations noted. The procedure was completed without complications. The patent was discharged with an indwelling catheter. On (B)(6) 2022, eight days following the procedure, the patient presented with prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The indwelling catheter was later removed by the physician in the hospital on (B)(6) 2022. The prostatitis has not resolved and no additional information was available. Information received later stated that as of (B)(6) 2022 the event was considered resolved.

Event description:
It was reported that on 04jan2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resituate, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on 07jan2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. On (B)(6) 2022 the patient underwent a water vapor therapy procedure at which time he was given the following treatments: 3 treatments in the right lobe, 0 treatments in the left lobe, 1 treatment in the median lobe, 3 treatments in the cz and 0 treatments in the ipp. During the procedure there were no adverse events or device observations noted. The procedure was completed without complications. The patent was discharged with an indwelling catheter. On (B)(6) 2022, eight days following the procedure, the patient presented with prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The indwelling catheter was later removed by the physician in the hospital on (B)(6) 2022. The prostatitis has not resolved and no additional information was available. Information received later stated that as of 03apr2022 the event was considered resolved. Additional information received states on 28jan2023, 348 days following the procedure, the patient presented with urinary incontinence. No action has been taken to treat the incontinence. The urinary incontinence was considered resolved with sequelae on (B)(6) 2024.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms of inflammation and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR): a DHR review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms of inflammation and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2022 the patient's uti status was negative and a hematuria was present. Ongoing medications included bisoprolol, ramipril, resitune, lepruzet, lansoprazole and tamsulosin. The patient has a medical history of vagotomy onset in 1987 which resolved and a myocardial infraction in 2019 which also resolved. The patient was enrolled in the vapeur rct study on (B)(6) 2022. At baseline, the patient's prostate volume was 116.5819 cubic cm. On (B)(6) 2022 the patient underwent a water vapor therapy procedure at which time he was given the following treatments: 3 treatments in the right lobe, 0 treatments in the left lobe, 1 treatment in the median lobe, 3 treatments in the cz and 0 treatments in the ipp. During the procedure there were no adverse events or device observations noted. The procedure was completed without complications. The patent was discharged with an indwelling catheter. On (B)(6) 2022, eight days following the procedure, the patient presented with bacterial prostatitis. The prostatitis was managed medically with ofloxacine. The physician believes that the prostatitis is probably related to the water vapor therapy procedure. The indwelling catheter was later removed by the physician in the hospital on (B)(6) 2022. The prostatitis has not resolved and no additional information was available. Information received later stated that as of (B)(6) 2022 the event was considered resolved. Additional information received states on (B)(6) 2023, 348 days following the procedure, the patient presented with urinary incontinence. No action has been taken to treat the incontinence. The urinary incontinence was considered resolved with sequelae on (B)(6) 2024.